Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they experienced issues with universal surgical manipulators (usm)2 of the system. Before contacting tse, the user had restarted the system and disabled the usm2, but the issue persisted. The tse reviewed the system event logs and identified errors 23210 and 32096 related to usm 2. The tse instructed the user to reposition the usm2 and perform a hard power cycle with an emergency power off (epo). After restarting, errors 32096 and 23008 appeared, pointing to usm2, axis 3. The procedure was completed as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the 23210 error was confirmed indicating amp high side switch startup test failed on usm2 pointing to axes controller setup (acu)/acj fault, coupled with error 32101 indicating a high side switch error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage sub-assembly was inspected, and no faults could be identified. The complaint regarding repeated recoverable errors was confirmed by failure analysis. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure based on system logs review, can be attributed to a faulty axis controller board causing intermittent voltage issues within the usm2.

Event description:
Refer to h11 for follow-up information.